Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. Visual examination of the device showed: upon opening the jar, leaflets cp3 and cp2 are closed, cp1 is opened. When tested with probe: leaflets cp1, cp2 and cp3 flexed back to its original position. The returned valve was visually observed in the solution, and the reported appearance/behavior of the leaflet was observed. Leaflet cp1 opened and closed. Cp3 and cp2 remained closed. One black particulate located at bottom of leaflet near the inner skirt of cp3. And it was approximately 2mm in length. Imagery was provided by the site and revealed the following: two (2) leaflets were in closed position, and one (1) leaflet was in opened position. One (1) black particulate located at bottom of leaflet neat the inner skirt. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use training manuals were reviewed for guidance instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for alleged inadequate coaptation and particulate noticed were confirmed through returned product evaluation. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. An in depth evaluation regarding the event of an alleged motion restricted during prep (qms) and equivalent events has been documented in a technical summary written by edwards lifesciences. In the technical summary, devices returned for these events over a two year span were evaluated. The technical summary states that the summary of hydro performance test data has demonstrated that all the returned complaint valves functioned properly: possessing adequate coaptation and demonstrating unrestricted motion. All available data from complaints with returned devices support the existing device training instructions, provided to the clinical specialist and physician, that the adequacy of thv leaflet coaptation and appearance should not be evaluated during thv preparation. Additionally, the technical summary demonstrates that the manufacturing mitigations in place support that is unlikely a manufacturing non conformance would contribute to the complaints. It should be noted that these mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place. In summary, no evidence of a product non conformance or device malfunction were found in any of the valves returned for these complaints. Given that there is no evidence of product non conformance or device malfunction, no further engineering evaluation is required at this time. As such, available information suggests that procedural factors (failure to follow instructions/user perception) may have contributed to the complaint event. As reported, 'then, there was a black point adhered to one of the leaflets which was not possible to detach with forceps'. Per ftir material analysis results, the black particulate consistent with nylon 6 10, and one (1) similar material (black tie wrap) was found from the process walk through. However, the black tie wrap was used for tie or organizing the cables at workstations, and it did not have direct contact to the product during the manufacturing processes, so it was unlikely contributed to the complaint event. Additionally, during manufacturing process, all sapien 3 ultra valves are 100% visually inspected for particulate. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. There was no particulates reported once the valve out of jar. In this case, the black particle was noted after the rinsing process, so the particulate was likely introduced during device preparation. As such, available suggests that procedural factors (device prep handling) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards spain affiliate, during device preparation for a transfemoral tavr procedure with a 23mm sapien 3 ultra valve, a 'black point' was observed to be adhered to one of the leaflets. The team was unable to detach the 'black point' with forceps, so it was decided to exchange the valve for a new 23mm sapien 3 ultra valve. The new valve was implanted successfully , and the final patient outcome was good and discharged.